Manufacturer narrative:
H6) the suspect device was evaluated on 18jul2019: the damage to the working length of the catheter was confirmed. There was a breach in the jacket and broken laser fibers. The outer sheath had been cut, there was a major kink with jacket breach at 10.75 inches proximal of the catheter tip. 3/4 of fibers at the distal tip were dead and 3/4 of fibers at the proximal fiber bundle were dead. No other damage noticed on the working length of the device. Device problem confirmed.

Manufacturer narrative:
Patient information could not be obtained from the facility. Device evaluation has not yet been completed.

Event description:
A philips representative reported that during a cardiac lead management procedure a spectranetics glidelight laser sheath broke during use in patient. The physician noticed red light visible from the device outer jacket. They wanted to size up, so they exchanged the glidelight laser sheath for new larger one. The procedure was completed using new one. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.